Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-10-27. H6: investigation summary bd received (B)(4) samples for lot 117629 submitted for evaluation. The reported issue was not confirmed upon inspection of the samples, since no defect was observed. Since the reported failure was not confirmed a root cause related to our manufacturing process cannot be established. A device history record for lot 117629 review showed no non-conformances associated with this issue during the production of this batch. Bd received (B)(4) samples for lot 1021365 submitted for evaluation. The reported issue was not confirmed upon inspection of the samples, since no defect was observed. Since the reported failure was not confirmed a root cause related to our manufacturing process cannot be established. A device history record for lot 1021365 review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in was damaged, but still operable. The following information was provided by the initial reporter: " it was reported by the medical professional the catheters were defective.  "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1117629. Medical device expiration date: 2025-04-30. Device manufacture date: 2021-05-13. Medical device lot #: 1021365. Medical device expiration date: 2025-01-31. Device manufacture date: 2021-03-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in was damaged, but still operable. The following information was provided by the initial reporter: '' it was reported by the medical professional the catheters were defective.''